Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units and remained static. Reportedly, the cartridge was filled with an unknown number of units of insulin. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer continued to use the original cartridge with the pump.